Event description:
It was reported that a pacemaker could not be interrogated and did not respond to appllication of a magnet. It was also reported that one year earlier, interrogation of the pacemaker yielded battery status ok. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed a no output and no telemetry condition. The no output and no telemetry condition was the result of lifted battery bond wires.